Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 27.4 mmol/l at the time of the call. The customer stated that they had a battery-out alarm even after changing the batteries. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: esc button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.